Manufacturer narrative:
Additional information obtained indicated that there was no loss of access to the target lesion as a result of the product issue. It was not known if the microcatheter was re-shaped. An adequate continuous flush was maintained to the microcatheter. There was no reported difficulty encountered inserting the guidewire into the microcatheter of difficulty accessing the target lesion with the microcatheter. No additional intervention was required. The product was returned for evaluation and testing; however, the engineering evaluation is not complete. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that during an interventional neurovascular procedure for coil embolization, the physician was delivering a trufill orbit mini complex fill coil through the microcatheter and felt resistance/friction. As the coil was advanced with force, it was noted to become almost unraveled and was deployed at the target lesion for safety. The target lesion was the major aorticopulmonary collateral artery (macpa). The lesion was reported to be: not calcified, and moderately tortuous. The procedure was completed successfully. There was no reported patient injury. The same microcatheter was used subsequently to deliver other coils after the product issue. The physician did not indicate that the microcatheter contributed to the product issue.